Manufacturer narrative:
Pending supplemental. No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-jul-2025, the user¿s mother reported that on (B)(6) 2025, the user began feeling symptoms of high blood glucose. The ilet and cgm were reading 165 mg/dl, but a fingerstick measured 350 mg/dl, and ketones were moderate. Following ketone action protocol, the user was disconnected from the ilet and given 1 unit via mdi. After sensor calibration, the ilet and fingerstick readings matched, and ketones tested negative. Later that day, bg began rising again, and trace ketones were detected. Additional insulin via mdi was administered, but bg increased to 315 mg/dl. Per physician advice, the user was taken to the hospital by their mother for evaluation and treatment. The user was treated in the ER and discharged the same day.